Manufacturer narrative:
(B)(4).

Event description:
The customer reports the hub of the cannula has hairline cracks.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. The needle hub contained signs of use in the form of dried blood. Visual inspection was performed on the introducer needle and a crack was found in the needle hub. Microscopic examination confirmed the crack. The returned introducer needle was attached to a lab inventory syringe and filled with water. When the syringe plunger was depressed, water was able to seep out the crack in the needle hub as well as the distal end of the needle. No lot number was provided by the customer; therefore, the sales history for the customer was used to obtain a lot number to perform a device history record review. The device history record review was performed and no manufacturing related issues were identified. The report of a cracked needle hub was confirmed by visual examination of the returned needle. A crack was observed in the needle hub. Functional testing also confirmed the needle hub leaking at the location of the crack when in use. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the hub of the cannula has hairline cracks.